Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: ireland. It was reported that when dividing the colon, preparing one end for anastomosis, cut mesenteric artery, checked for blood supply clamped with bj026r. The vessel continued to bleed.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found no signs of failure. The tong bits close elastically to at least 2/3 of the working surface during latching up to the last catch. The jaw is laterally overlapping. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: ther are no hints of a pre-damage or similar. According to the quality standard qstd ring forceps/clamps sa-dddd-m-5-2-04-110-0-g-en there are no hints of a failure. A material defect can be excluded. No CAPA is necessary.